Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: iud from 2009 to 2012. Concurrent conditions included asthma since 2009. Concomitant products included ibuprofen, pregabalin (lyrica), salbutamol (albuterol) and tizanidine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with nsaids and paracetamol (acetaminophen). At the time of the report, the device dislocation, pelvic pain, depression, anxiety, back pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received: new event plaintiff did not undergo essure confirmation test were added. Treatment and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2009 to 2012. Concurrent conditions included asthma since 2009. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("lower back pain"). At the time of the report, the device dislocation, pelvic pain, depression, anxiety, back pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Onset date of event pelvic pain were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.